Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va00sxl, implanted: (B)(6) 2012, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient experienced a loss of therapeutic effect after being robbed and tased. A follow up appointment was to be scheduled. Additional information was requested, but had not been received as of the date of this report.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the manufacturer representative spoke with the nurse yesterday. The patient's implant able neurostimulator (ins) was reportedly interrogated one week following the date of the complaint. The ins reportedly was at power-on-reset (por). The patient had stimulation for 3 days and then had a return of symptoms. The impedances were checked and stated as being good. The patient was reprogrammed and left the office with stimulation. The patient was to follow up with a phone call in two weeks, but the nurse had not heard back from the patient. The nurse assumed that everything was fine.